Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro-dislodgement, exhibiting high thresholds, which alerted that the lead could have dislodged. The lead under fluoroscopy looked the same. No additional adverse patient effects were reported.